Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms which triggered a lead safety switch (lss). As a result, the ra lead was automatically switched by the pacemaker device from the bipolar to the unipolar pace and sense configuration. The ra pace impedance had been consistently operating in the 560 ohm to 680 ohm range prior to the lss and was operating in the 450 ohms range in the unipolar configuration. On the same day, there was also a signal artifact monitor (sam) episode due to noise and oversensing of the minute ventilation (mv) sensor on the ra lead. As a result, the mv feature was automatically switched by the pacemaker device to operate on the right ventricular (rv) lead. Boston scientific technical services (ts) discussed programming the ra lead to a split configuration of unipolar pacing and bipolar sensing. The patient was subsequently checked in-clinic and the ra pace impedance measurement in the bipolar configuration was noted to still be greater than 3000 ohms with oversensing observed. It was noted that the patient fell recently, and a lead fracture is suspected. Ts suggested to consider replacing the ra lead. The lead remain in-service at this time. No patient symptoms or adverse patient effects were reported.